Event description:
Customer reported, the sys locks up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the image processor and sys software. Sys operates as intended.